Manufacturer narrative:
Concomitant medical products: 6947; 4470, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic), high rate non-sustained episodes and noise. It was noted that there were intermittent double counted beats. In addition, the left ventricular (lv) lead exhibited possible high threshold. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.